Event description:
It was reported from (B)(6) that ¿the cutters are not rotating properly¿ while being used with the attachment device. The event was not reported to have occurred during surgery. No patient or user injury was reported. The date of event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.